Event description:
Pt was referred for pacemaker revision due to recent pacemaker interrogation which revealed failure to sense intrinsic r wave at the max sensitivity setting of the pulse generator. During the revision the existing lead was tested and found to have an r wave sensing amplitude of 9.0 mv. Loss of sensing occurred at 10.0 mv. The lead impedence and pacing thresholds were satisfactory. It was decided to use the existing lead but change the pulse generator due to significant battery depletion. This was done without problems or complications.